Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator showed shorted output stage detection alert. It was also noted that the patient had been in a scalp surgery earlier and had received multiple inappropriate shock due to electromagnetic interference ¿ emi while under anesthesia. The patient was in stable condition. The device was explanted and replaced on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.